Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient was revised due to instability. Srnjr number: (B)(4), side:r, fr asa: p1 - fit and healthy.